Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that the cutter produced an incomplete cut. The product was from the zimmer biomet surgical loaner pool. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) ten times as documented in the repair reports in livelink. The last repair was (B)(6) 2017 where it was reported that the loaner cutter was returned and the nothing was replaced. This is not a related issue. Initial qa inspection of the skin graft mesher by zimmer biomet surgical revealed that the cutter did not produce a complete cut. Repair of the skin graft mesher was not performed by zimmer biomet surgical since the cutter was scrapped. The reported event was confirmed since the cutter did not produce a complete cut. The root cause of the cutter not producing an incomplete cut cannot be specifically determined with the provided information. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. (B)(4).

Event description:
It was reported that the cutter produced incomplete cut. No adverse events have been reported as a result of this malfunction.